Event description:
The customer reported being hospitalized due to high blood glucose over 600 mg/dl. The customer was experiencing unexplained high blood glucose for one day. The customer stated that the events leading to his admission was ketones, nausea, and abdominal pain. The customer recent glucose reading was 249 mg/dl, and he was treated with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found auto off alarms. Checked the bolus history and noted some missing boluses. The customer stated that her missing boluses were due to the battery being removed at time of his hospitalization. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.